Manufacturer narrative:
Follow-up #1: date of submission 10/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: the keypad was found to be peeling off the pump. During testing, all of the keypad buttons were intermittently unresponsive to button presses. The keypad cover was removed and there was contamination found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. It was also noted that the keypad was missing or peeling from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.